Event description:
Additional information was received via email from customer on 02-nov-2022 and attached by the manufacturer to the complaint object. Per the complaint form, it was reported that a complex care patient on service has a concern about radio frequency interference. The patient is ventilator and wheelchair dependent. She has a battery-operated wheelchair and ventilator hooked to the back of her chair, along with an infusion pump. The patient has had multiple issues with her pumps where volume is left in the bag. It is unknown if this is related to the tubing set or something else. All pumps have been sent back to the manufacturer for evaluation. The patient is intelligent, well read, and participates in multiple support groups. She has come across FDA reports and articles from other reputable sources that state interference is a potential with her ambulatory infusion pump being in such proximity to her other devices (ventilator and chair). She has communicated her concerns to her provider and payor who are looking for answers from the manufacturer or biomed.

Manufacturer narrative:
Other, other text: b5: describe event or problem: updated with additional information received. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: no product was returned therefore, no visual or functional evaluation can be performed. We are unable to confirm the reported complaint as no sample was received for investigation. Root cause of the reported event is unknown and cannot be determined as no sample was received. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review of the provided lot number was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Event problem and evaluation codes: updates not required. The device was not returned for investigation, so no visual inspection and functional test were performed. Based on the fact that no product was returned, the investigator was unable to confirm the reported complaint. A DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump was not completely infusing. According to the patient, from a 526 milliliter bag, the pump was infusing a different amount of medication, on two different days, over the same rate of infusion and time. Per additional information received on a later day, the patient is concerned the discrepancy in different amount of volume left is allegedly due to a radio frequency interference of her other medical devices and the pump. No patient injury was reported.